Manufacturer narrative:
There was loose and or tilted drive support disk noted. The pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call of issues with their pump. The customer's blood glucose level at the time of incident was 589mg/dl. The customer states there is no visible pump damage. The customer states the drive support cap appears to be flushed. The customer was advised that the device would be replaced and returned for analysis.